Event description:
The customer contact reported sparks. The docking station was operating on ac power and was connected to a gemstar pump which was being used to delivering a nutrition product of glucose, lipids, and amino acids. After an unspecified length of time in use, it was reported that the solution bag leaked an unspecified volume of solution onto the gemstar pump and docking station. The pt's mother powered off the pump. After an unspecified length of time, the pt's mother powered the pump on. At this time, sparks and smoke were noted from an unspecified location. The docking station was unplugged from the ac power outlet. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device would not power on when plugged into ac power. Charred components were noted internally. This was due to contamination. (B) (4)